Event description:
It was reported by remote transmission there was under sensing on the atrial lead found on the electrograms. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4196 implantable pacing lead (B)(6) 2012; 6949 implantable tachy lead (B)(6) 2007. (B)(4).